Event description:
The customer stated that he was receiving low blood glucose readings using his contour meter. He stated that the contour meter read 40 mg/dl lower than a hospital meter. The customer alleged that he was hospitalized 3 times in one week for hypoglycemia as a result of the contour readings. The customer stated that he passed out and was treated with IV glucose by paramedics during each reaction. The false low results alleged by the customer do not typically cause hypoglycemia. Troubleshooting was not possible because the customer did not have control solution. The test strips were returned for eval. Replacement test strips were sent to customer.

Manufacturer narrative:
The customer alleged low results which were not confirmed. The qa lab did find 1 out of 5 test strips to read 1 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.